Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer cleared the debris and the issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.